Event description:
This case was initially received via regulatory authority ansm (reference number: r1716385) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of alergy to metals ("allergy to nickel") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Essure 205 was inserted on (B)(6) 2007, lot number 622313. Onset date of events was reported as early 2008 (unspecified events). On unspecified date she experienced haemorrhagic menstrual periods, and recovered in 2009. In 2009, the patient experienced no more menstrual periods (outcome: unknown). In 2013, she experienced menopause (outcome: unknown). In (B)(6) 2015, she experienced lumbago sciatica on left side, which resolved in 2017. On unspecified dates, she experienced chronic fatigue, insomnia, migraines, nose bleeding, gum bleeding, weaken teeth, broken teeth, hands, feet and ankles oedema, plaques on face, hands and feet dyshidrosis, swollen neck, blurred vision, memory loss, unclear ideas, hair loss, brittle nails, nights and days sweats, joint pain, malaise, recurrent fall, back and sacrum pain, difficulty to walk without limping 2 years after, lymph nodes / inguinal lymph nodes, spasms in legs, legs heaviness, restless legs, gastric pain, frequent urge to urinate, urinary leak and weight gain of 30 kg in 10 years - all of these events resolved in 2017. In 2017 she experienced asthma occurrence, asthma attack, frequent palpitations and cough. All of them resolved in 2017. In (B)(6) 2017, she was diagnosed with nickel allergy. Total hysterectomy and adnexectomy were performed on (B)(6) 2017 for implant removal. No more symptoms observed on the day of the report, pending for consultation with allergist to confirm the asthma resolution but no more cough, no more asthma attack and no more treatment intake. No causality assessment was given. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 328 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment . Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.